Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. About fifteen minutes into treatment, the machine alarmed and the leak was visually observed in the dialyzer. Estimated blood loss was 250cc's. Sample is available.